Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported that the refill occurred on (B)(6) 2020. The manufacturer representative did not believe fluoroscopy was used as the physician did not mention it as a part of the refill troubleshooting. It was noted that a refill kit from the device manufacturer was used. The manufacturer representative did not have the lot or serial number for the kit.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable pump. It was reported on (B)(6) 2020 that the hcp had to abort the refill procedure that day because they were not able to aspirate from the pump reservoir. They were expecting to pull back 9 ml (according to the programmer), but there were not able to aspirate anything and thought maybe the pump was empty. They tried using the appropriate template, reassessed the position and re-inserted the needle. They also tried injecting 5 ml of drug but could not aspirate it back. They repeated this but with saline and still were not able to aspirate back. They observed the patient after to ensure they hadn¿t done a pocket fill, and it was confirmed the patient was fine and they were almost certain they were in the reservoir. There were no known environmental/external/patient factors that may have led or contributed to the issue. The physician decided not to refill the pump and instead treat the patient with oral medications. It was further noted that they were planning to not refill the pump again and just use oral medications because the patient lived in a remote area and the hcp was no longer going to be managing the patient, and there weren¿t many other hcps in the area that could manage the patient¿s refills. It was also noted that they only had one refill kit, and there were no anomalies with the refill kit mentioned. Technical services advised trying another refill kit, try turning the needle a quarter turn, and to try repositioning the needle and/or the patient. The manufacturer representative was going to review these considerations with the hcp. At the time of the report the issue was not resolved and the patient status was alive without injury. No patient symptoms/complications were reported.

Event description:
Additional information was received. Fluoroscopy was not used during the refill to confirm needle and pump position. The hcp indicated they used the medtronic needle, which they believed was size 22.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.